Manufacturer narrative:
(B)(4). Concomitant medical products: 11-105935, arcom 32mm rngloc lnr 10deg25, 075410, 14-103560, univ sld/apx hle shl 60mm sz25, 909950, 166322, progressive por fmrl 13x145 rt, 069780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00541. Product location unknown.

Event description:
It was reported patient had a revision procedure nine years post implantation due to early wear and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.